Event description:
The customer reported that the tip of this suture hook broke off during use in the pt's shoulder. As a result, the pt required a second surgery to remove the tip. To date, the pt is doing well. There was no report of serious injury from this event.

Manufacturer narrative:
Investigation findings: conmed linvatec was unable to verify the reported problem. At this time, the facility will not release the device for eval. This device is a limited reuse product. The instructions for use (IFU) supplied with this device cautions the user: do not exceed five procedures per limited reuse suture hook. Avoid lateral stresses to the instruments or device function may be compromised and unintentional pt injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument. A review of product history found similar reported events where the breakage of the suture hook occurred at the circumferential weld, and the cause of failure was determined to be tensile overload by the user. There are no serious injuries related to this failure mode. Conmed linvatec will continue to monitor this product.